Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt distal end cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: the tip cover was burnt because the high-energy device was used without ensuring a sufficient distance from the tip; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -chapter 3, ¿preparation and inspection_3.3 inspection of the endoscope,¿ of the gif/cf/pcf-290 series instruction manual, operation edition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.